Manufacturer narrative:
Hardware analysis determined that the instrument was damaged. Neither end of the returned vertek arm locked down completely when the handle was tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the vertek arm was outworn and not able to fix properly. There was no patient involved.